Event description:
It was reported that when using the bd pyxis¿ es server had orders missing in device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were missing in the pyxis. The technical support specialist (tss) determined that the customer had a vm corruption. Tss performed an investigation on the care fusion coordination engine and confirmed that the issue was with vm and suggested the customer to work with customer information technology department to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had orders missing in device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.